Manufacturer narrative:
The uninterruptible power supply (ups) power supply was returned to the manufacturer for analysis. Analysis found there was an electrical failure. Through performance testing and visual/physical examination the reported issue was confirmed as the ups was dead on arrival, would not power on even when plugged in. Battery was at end of lifespan, no longer holding charge. The hardware investigation found that the reported event was related to a hardware issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the uninterruptible power supply (ups) was replaced. The imaging system then passed the system checkout and was found to be fully functional. No components have been received by the manufacturer on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was not booting up correctly. It booted up to a blank screen. There was no patient present.